Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid fluid. The cause of peritonitis was unknown. Two days prior to the peritonitis diagnosis, the patient was hospitalized due to abdominal pain and turbid fluid . The same day, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) and ceftazidime injection (500mg, twice a day, ongoing) for peritonitis. Five days after hospital admission, the patient was discharged and has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.